Event description:
The item was removed from packaging and handed to the surgeon who noticed a tarnish coating on surface. Another item was used and the case was completed as originally planned with no adverse consequences or delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.